Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow-up will be submitted with all additional relevant information. The other perclose proglide device, referenced was filed under a separate medwatch manufacturer report.

Event description:
It was reported that after an interventional peripheral procedure, arteriotomy closure of the common femoral artery was attempted using a perclose proglide device. Reportedly, halfway through needle plunger retraction, the suture broke. The device was removed over a guide wire and a second proglide was attempted, but the suture also broke halfway through needle plunger retraction. Manual arterial compression was applied for thirty minutes to achieve hemostasis. There were no reported adverse patient sequelae and no reported significant clinical delay in the procedure. The physician was reported to be trained in the use of the perclose proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the body of the device was returned for evaluation. The monofilament, a key component and integral part of the investigation, was not returned; therefore, the reported suture breaking halfway through needle plunger retraction could not be confirmed. However, there was no abnormal observation found on the returned device that could have contributed to the reported experience. Based on visual inspection of the returned device, there is no indication of a product deficiency. Additionally, the customer returned eight unused, sterile proglide devices for evaluation with the same part (12673-03) and lot number (30604k1), as the complaint device. All eight devices were deployed and performed according to specifications. Based on the visual inspection and functional testing of the returned devices, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Based on the information reviewed, there is no indication of a product deficiency.